Event description:
Healthcare professional through company representative reported "suspected diagnosis of breast implant associated bia-alcl"(breast implant associated anaplastic large cell lymphoma). Histopathological markers confirming alcl have not been received. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "suspected diagnosis of breast implant associated bia-alcl". The reported event or events are physiological complications, and device analysis typically does not help allergan determine the cause.